Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited noise. The right ventricular and atrial leads also exhibited noise. A new device was implanted on the right side. The leads were capped and replaced. No further information was available.